Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during a remote transmission, false pause episodes due to undersensing were observed. Programming changes were made. The patient was stable after the changes.

Event description:
New information received notes that the false positive pause episodes continued to happen. The patient will continue to be monitored.